Event description:
It was reported the patient lost coverage where it was needed. As a result, the doctor decided to add an additional scs system to address the issue. During the procedure, the existing lead was damaged by the doctor. The damaged lead was explanted and replaced. Adequate coverage was regained post-op. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.